Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. The unit was analyzed and the customer reported event was confirmed and replicated. In system logs, the error 23008 was found indicating pot to encoder on axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where sine cycle test was found to be failing on the axis 1, replicating the reported event. Once testing was completed, the axis 1 pot assembly and motor were aba tested and were verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to an electrical failure within the axis 1 pot assembly and motor.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23008 occurred when the system was booting. The procedure was aborted to another da vinci surgical system with no reported injury.